Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00442 on october 30, 2020. Additional information - 12/04/2020. Initial MDR 1219913-2020-00442 report did not contain lot number but it has since been provided. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.

Manufacturer narrative:
Calibration and quality control (qc) results were valid. In addition to internal qc, customer has been testing biorad virotrol sars-cov controls. The affected sample was collected in vacutainer tube; 95% of the tubes tested on the system are aliquots ((B)(6)). The sample was centrifuged for 6 minutes at 3500 rpm. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained a discordant reactive (positive) atellica im sars-cov-2 total (cov2t) result for a patient sample. The sample was retested and the result was nonreactive (negative). The patient sample was tested on an alternate method and the result was negative. It is unknown which results were reported or if the results were questioned by the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.